Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was early elective replacement indicator (eri) due to high left ventricular (lv) thresholds. The device was explanted and replaced and the lv lead is still in use. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported that there was high left ventricular (lv) thresholds. The lv lead is still in use. No patient complications have been reported as a result of this event.